Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's daughter reported via phone call indicating that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 about 11:00 am with a blood glucose level of 505 mg/dl. The customer was wearing the insulin pump during their hospital stay. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The caller stated that the customer was new to the insulin pump but the caller was not on the hippa list and was unable to troubleshoot the issue. The customer did not troubleshoot and did not send the product back for analysis.